Manufacturer narrative:
The beckman (bec) customer technical support (cts) connected to the instrument remotely and confirmed no errors or issues were present at the time the patient sample was processed. The cts suggested running quality control tests to ensure the unit was functioning properly. The customer reported that during the collection of the sample, it was suspected of being contaminated and they did not suspect instrument malfunction. There was no malfunction identified. Bec internal identifier - (B)(4).

Event description:
The customer reported their dxh 900 hematology instrument (part c11478, serial number (B)(6) generated an erroneous hemoglobin (hgb) result of 4.2 g/dl from a suspected contaminated sample instead of the correct value of approximately 12 g/dl leading to the patient receiving an unnecessary blood transfusion. All complete blood count (cbc) parameters were found to be erroneous. It was confirmed that the admimistration of the transfusion did not have an adverse impact on the patient. The customer reported that during the collection of the sample, it was suspected of being contaminated and they did not suspect instrument malfunction. Patient data was provided for review. All cbc parameter results, [white blood cell (wbc), red blood cell (rbc), hematocrit (hct), mean corpuscular volume (mcv), mean corpuscular hemoglobin concentration (mchc), mean corpuscular hemoglobin (mch), red cell distribution width (rdw), platelet (plt) and mean platelet volume (mpv)], generated from the suspected contaminated sample were erroneous.